Event description:
Customer reported that while running a hepatitis core assay, summit sample handler, did not pipette correct amount and did not give an error message. A field svc engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 00-00457-02.